Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Event history log was reviewed and the error was found multiple times. The dso (downstream occlusion) sensor was replaced for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "constant downstream occlusion" alarm. No patient injury reported.